Manufacturer narrative:
Aerogen have taken the appropriate measures to review and investigate the complaint received. Aerogen have requested further information from the reporting healthcare worker to determine further details on the event. A review per aerogen's 'field correction/removal procedure' was completed based on this complaint received. Based on the the nature of the complaint, and current investigation in progress it has been concluded that no field correction or removal is required by aerogen at this time. This will be reviewed as investigation progresses and if any further information becomes available to aerogen which may impact the previous no fsca determination, the review and conclusion will be documented within the subsequent report. Investigation details: the placement of the nebuliser in the breathing circuit has not been described, and it cannot be determined if a single or dual-limb circuit was used. Salbutamol is approved for use with the aerogen® solo nebuliser. The nebuliser and t-piece involved in the reported complaint were returned to aerogen for investigation. The solo t-piece was found to have no cosmetic defects and the assessment suggests it had been inserted past the normal point for connection with the nebuliser, with excessive force having been applied to the nebuliser/ t-piece in the connection of the two parts. This excessive force led to the solo nebuliser being pushed to meet the intersection in the sidewall of the t-piece. As per the aerogen solo system instruction manual, 30-1326, the "assembly & installation" states to "connect the aerogen solo to the t-piece by pushing the nebuliser firmly into the t-piece". The affected solo nebuliser sn (B)(6) was found to pass all operating parameters for capacitance, dissipation, resistance, natural frequency and flow rate when tested as per (B)(4) electrical characteristic test & flow rate test. No functional fault was found with the nebuliser, and the tight fit noted between the aerosol reservoir and connecting parts could be attributed to the excessive force applied when connecting the nebuliser and t-piece. The investigation conducted concludes that the issue reported by the complainant is as a result of user error. Risk assessment: as per the investigation completed on the returned device, a root-cause determination of the issue has been completed, and the nebuliser had passed all functional testing as per (B)(4). It was found that user error in the set-up of the system can be attributed to the root-cause of the issue, with excessive force having been applied to connect the solo nebuliser and the t-piece. In addition, there are no customer complaints directly related to this issue. However, the occurrence and market feedback will continue to be monitored through the aerogen customer complaints process. No further action is required based on this risk assessment completed as per aerogen's risk management procedures and en iso14971" application of risk management for medical devices". Based on the information received, there will be no new protective measures introduced or no new risks or additional harms being introduced because of this assessment. Clinical assessment in this complaint it was reported that the aerogen® solo nebuliser came loose from the aerogen® t-piece with the disconnection lasting "3 minutes". It is stated that this disconnection may have resulted in "bradycardia" and a "non-measurable" desaturation. Detail on the patient's condition is limited. A requirement for "cav of 30%" may refer to controlled alveolar ventilation. This would be consistent with the situation where the patient was mechanically ventilated and parameters like gas concentrations or delivery are tightly regulated. The potential for an aerogen® solo nebuliser to become dislodged from an aerogen® t-piece in an imv circuit is considered by the manufacturer. In the appropriate IFU, the opening direction under "assembly & installation" states "connect the aerogen solo to the t-piece by pushing the nebuliser firmly into the t-piece"1. Note the inclusion of the word "firmly". It is possible that a loosely connected nebuliser & t-piece can be separated in a pressurised circuit if not connected firmly together, hence this opening direction in the IFU. The unexpected interruption to aerosol therapy in this instance could have led to inadequate treatment or disease progression. The clinical signs and symptoms described, bradycardia, are not easily attributed to the unintentional introduction of a leak in the imv circuit due to a disconnection of the aerogen® solo nebuliser from the t-piece. Bradycardia in mechanically ventilated, critically ill patients, may be an incidental finding or it may represent a serious pathology. Existing pathologic process can cause bradycardia in imv patients. One of the most common aetiologies of bradycardia in mechanically ventilated patients is the effect of medications, especially nodal blockade or sedatives. In addition to beta blockers and calcium channel blockers, propofol, dexmedetomidine, and opiates have all been reported to cause bradycardia in mechanically ventilated patients2. Other aetiologies of bradycardia include electrolyte abnormalities, cardic conduction disease, spinal cord injuries, hypothyroidism, infiltrative cardia disease, and collagen vascular diseases among others2,3,4. Be that as it may, a circuit leak, via the open t-piece could potentially result in reduced tidal volume delivery leading to insufficient oxygenation. However, severe hypoxemia stimulating vagal activity, which can cause bradycardia, would be required for this clinical sign & symptom. The complainant notes "non-measurable desaturation". Therefore, the potential for severe hypoxemia to have occurred, which would be notable by the attending clinicians and more likely than not to be reported by the complainant, is unlikely based on the information provided. If a patient is relying on the ventilator but a leak reduces the effectiveness of ventilation the patient may increase their work of breathing to compensate. This additional effort can cause fatigue and vagal activation, potentially leading to bradycardia. However, this is not noted in the details provided. Likewise, a sudden drop in intrathoracic pressure due to a significant leak in an imv circuit might alter venous return and cardiac output, activating the baroreceptor reflex. Therefore, while there exists the potential for an unintentional leak in an imv circuit of a ventilator dependent patient to lead to bradycardia distinct and obvious clinical signs & symptoms would be evident. On the limited information provided it is very difficult to interpret or associate the aerogen® device disconnecting from its t-piece with the occurrence of bradycardia, particularly as the complainant reports "non-measurable desaturation" (interpreted as minor or insignificant desaturation) and makes no comment on obvious signs & symptoms like increased work of breathing or an impact to haemodynamic parameters. With regards to the "non-measurable desaturation". In the absence of spo2 values this cannot be assessed. If the desaturation was "non-measurable" does this mean that it was minor, and not quantifiable. Insufficient information is provided to assess this aspect of the complaint. The clinical information available for review is very limited. As noted above, one of the most common aetiologies of bradycardia in mechanically ventilated patients is the effects of medications. The causal association of the introduction of an unintentional leak in the imv circuit due to the disconnection of the aerogen® solo from its t-piece and bradycardia is less likely than the other common causes of bradycardia in these patients or even the patients underlying pathology. With regards to the "non-measurable desaturation" the information available is too limited to provide an assessment of a potential relationship between the device and this occurrence of this clinical sign & symptom. Investigation details: the placement of the nebuliser in the breathing circuit has not been described, and it cannot be determined if a single or dual-limb circuit was used. Salbutamol is approved for use with the aerogen® solo nebuliser. The nebuliser and t-piece involved in the reported complaint were returned to aerogen for investigation. The solo t-piece was found to have no cosmetic defects and the assessment suggests it had been inserted past the normal point for connection with the nebuliser, with excessive force having been applied to the nebuliser/ t-piece in the connection of the two parts. This excessive force led to the solo nebuliser being pushed to meet the intersection in the sidewall of the t-piece. As per the aerogen solo system instruction manual, 30-1326, the "assembly & installation" states to "connect the aerogen solo to the t-piece by pushing the nebuliser firmly into the t-piece". The affected solo nebuliser sn (B)(6) was found to pass all operating parameters for capacitance, dissipation, resistance, natural frequency and flow rate when tested as per qi027 electrical characteristic test & flow rate test. No functional fault was found with the nebuliser, and the tight fit noted between the aerosol reservoir and connecting parts could be attributed to the excessive force applied when connecting the nebuliser and t-piece. The investigation conducted concludes that the issue reported by the complainant is as a result of user error. Risk assessment: as per the investigation completed on the returned device, a root-cause determination of the issue has been completed, and the nebuliser had passed all functional testing as per qi027. It was found that user error in the set-up of the system can be attributed to the root-cause of the issue, with excessive force having been applied to connect the solo nebuliser and the t-piece. In addition, there are no customer complaints directly related to this issue. However, the occurrence and market feedback will continue to be monitored through the aerogen customer complaints process. No further action is required based on this risk assessment completed as per aerogen's risk management procedures and en iso14971" application of risk management for medical devices". Based on the information received, there will be no new protective measures introduced or no new risks or additional harms being introduced because of this assessment. Clinical assessment in this complaint it was reported that the aerogen® solo nebuliser came loose from the aerogen® t-piece with the disconnection lasting "3 minutes". It is stated that this disconnection may have resulted in "bradycardia" and a "non-measurable" desaturation. Detail on the patient's condition is limited. A requirement for "cav of 30%" may refer to controlled alveolar ventilation. This would be consistent with the situation where the patient was mechanically ventilated and parameters like gas concentrations or delivery are tightly regulated. The potential for an aerogen® solo nebuliser to become dislodged from an aerogen® t-piece in an imv circuit is considered by the manufacturer. In the appropriate IFU, the opening direction under "assembly & installation" states "connect the aerogen solo to the t-piece by pushing the nebuliser firmly into the t-piece"1. Note the inclusion of the word "firmly". It is possible that a loosely connected nebuliser & t-piece can be separated in a pressurised circuit if not connected firmly together, hence this opening direction in the IFU. The unexpected interruption to aerosol therapy in this instance could have led to inadequate treatment or disease progression. The clinical signs and symptoms described, bradycardia, are not easily attributed to the unintentional introduction of a leak in the imv circuit due to a disconnection of the aerogen® solo nebuliser from the t-piece. Bradycardia in mechanically ventilated, critically ill patients, may be an incidental finding or it may represent a serious pathology. Existing pathologic process can cause bradycardia in imv patients. One of the most common aetiologies of bradycardia in mechanically ventilated patients is the effect of medications, especially nodal blockade or sedatives. In addition to beta blockers and calcium channel blockers, propofol, dexmedetomidine, and opiates have all been reported to cause bradycardia in mechanically ventilated patients2. Other aetiologies of bradycardia include electrolyte abnormalities, cardic conduction disease, spinal cord injuries, hypothyroidism, infiltrative cardia disease, and collagen vascular diseases among others2,3,4. Be that as it may, a circuit leak, via the open t-piece could potentially result in reduced tidal volume delivery leading to insufficient oxygenation. However, severe hypoxemia stimulating vagal activity, which can cause bradycardia, would be required for this clinical sign & symptom. The complainant notes "non-measurable desaturation". Therefore, the potential for severe hypoxemia to have occurred, which would be notable by the attending clinicians and more likely than not to be reported by the complainant, is unlikely based on the information provided. If a patient is relying on the ventilator but a leak reduces the effectiveness of ventilation the patient may increase their work of breathing to compensate. This additional effort can cause fatigue and vagal activation, potentially leading to bradycardia. However, this is not noted in the details provided. Likewise, a sudden drop in intrathoracic pressure due to a significant leak in an imv circuit might alter venous return and cardiac output, activating the baroreceptor reflex. Therefore, while there exists the potential for an unintentional leak in an imv circuit of a ventilator dependent patient to lead to bradycardia distinct and obvious clinical signs & symptoms would be evident. On the limited information provided it is very difficult to interpret or associate the aerogen® device disconnecting from its t-piece with the occurrence of bradycardia, particularly as the complainant reports "non-measurable desaturation" (interpreted as minor or insignificant desaturation) and makes no comment on obvious signs & symptoms like increased work of breathing or an impact to haemodynamic parameters. With regards to the "non-measurable desaturation". In the absence of spo2 values this cannot be assessed. If the desaturation was "non-measurable" does this mean that it was minor, and not quantifiable. Insufficient information is provided to assess this aspect of the complaint. The clinical information available for review is very limited. As noted above, one of the most common aetiologies of bradycardia in mechanically ventilated patients is the effects of medications. The causal association of the introduction of an unintentional leak in the imv circuit due to the disconnection of the aerogen® solo from its t-piece and bradycardia is less likely than the other common causes of bradycardia in these patients or even the patients underlying pathology. With regards to the "non-measurable desaturation" the information available is too limited to provide an assessment of a potential relationship between the device and this occurrence of this clinical sign & symptom.

Event description:
A 28-year-old patient admitted to hospital with deep burns to the abdomen and left thigh. The patient was sedated and curarised, ventilated with a cav of 30% requiring salbutamol aerosols. Disconnection of the nebuliser at the [?]vibrating mesh' opening plate, lasting approximately 3 minutes. There was no traction on the ventilation cables or circuits. According to the nurse in charge of the patient at the time, the nebuliser solo was intact but had come out of the t-piece. The nebuliser and the t-piece had already been used without any particular problem. This resulted in a bradycardia of 47 bpm associated with nonmeasurable desaturation. Where did the incident occur: in an emergency lab, ICU, or elsewhere? In a medical ICU. Did the patient recover and stabilize afterward? Yes (exit of (B)(6) hospital) how long did the desaturation last? 3 - 4 minutes. What is meant by "non-measurable" in this context? Desaturation was measured at 2% with a good curve'. What medical interventions were performed? Reconnexion and increase in fio2 to 100%. Did the reconnection of the device help the patient recover? Yes. Reconnexion and increase in fio2 to 100%. Was there a drop in blood pressure? No increase. More precision asked to the nurse and the physician. How long did the bradycardia and desaturation episodes last? 3 - 4 minutes. Were any additional medical interventions, such as cardiac massage or medications, necessary to manage the bradycardia and desaturation? Reconnexion and increase in fio2 to 100% what is the current condition of the patient? Exit without consequences. Can you provide more details on what caused the disconnection? Were there any contributing factors, such as user error, environmental conditions, or device-related issues, that might have led to it? Nurse can't explain the reason. He doesn't understand why it happen.